Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was exchanged for use of another instrument. When the customer attempted to return the vse instrument back into the patient, they encountered a self-test failed error. The customer noticed burned tissue was in the jaws of the vse instrument, so it was removed and manually cleaned by the scrub technician. The customer tried a second time to insert the vse instrument back into the patient, and the error was still there. The customer then decided to open a second vse instrument and continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive received the part associated with this complaint and failure analysis found the instrument to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.064". No conductor wire damage or snake wrist damage was found. There was bio debris found at the instrument tip. A review of the instrument log showed 1 number of blade exposed failure(s). The knife slot measured at 0.027". After manually retracting the blade, the instrument was placed on the in-house system and passed self-check. Additional observation(s) related to the customer reported complaint: the instrument was found to have 3 homing failures during initialization, likely caused by the dislodged blade. The instrument was found to have 1 proximal jaw ceramic dot dislodged from the grip tips. Jaw ceramic dot #1, measuring approximately 0.040" in size and was not returned. The ceramic dot swipe test was performed and confirmed the jaw ceramic dots were not present.